Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing records got reviewed and no complaint related issue was found. The product was received and the investigation is ongoing.

Manufacturer narrative:
Device used for treatment and not diagnosis. Our investigation of this instrument has shown that by the threaded tip one pitch of the tread is broken off. We are not able to determine the exact cause of failure. We do presume though, that the breakage might have been created due to continuous mechanical loadings. We are aware that this instrument is delicate to handle.

Event description:
A device report from (B)(4) indicates a hospital in (B)(6) reported: patient had an intertrochanteric fracture. During the procedure surgeon tried to lock the coupling screw for insertion of dhs blade and found the t 25 screwdriver shaft would not engage. Surgeon checked the operative field and found the metallic piece. The threads of the coupling screw broke off at the tip of the inserted blade. Surgeon could not retrieve the fragment and the broken piece remains in the patient.